Event description:
It was reported that during the flexible ureteroscopy lithotripsy procedure, the fiber got broken in two different occasions and in two different parts of the fiber. The procedure was completed using a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the fiber's body was fracture into three pieces. The glass tip was degraded. During functional testing of the subminiature version a (sma) connector face look good. During functional the console read "error #67, expired. Treatments used: 1 treatments left 0". Labeling review was performed, the instruction for use (IFU) stated that "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement" and "a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room". Since the most probable causes for moses fiber breaks is still being investigated the most probable cause was assigned to cause not established.

Event description:
It was reported that during the flexible ureteroscopy lithotripsy procedure, the fiber got broken in two different occasions. The procedure was completed using a new fiber. There were no patient complications.